Manufacturer narrative:
Device evaluated by MFR: the stent was detached from the delivery system and attached to a snare hoop. Only the stent was returned for analysis. An examination of the returned stent identified that the stent was severely stretched and damaged. The stent delivery catheter was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the ostial right coronary artery (rca). A 28 x 4.00 promus premier¿ drug eluting stent was advanced to treat the lesion. During the procedure, the physician noted that the stent had come off from the stent delivery system (sds). A snare was used to retrieve the stent. The physician believed that the anatomy had a major part to play in this event and that the stent was pushed to its limits. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the ostial right coronary artery (rca). A 28 x 4.00 promus premier¿ drug eluting stent was advanced to treat the lesion. During the procedure, the physician noted that the stent had come off from the stent delivery system (sds). A snare was used to retrieve the stent. The physician believed that the anatomy had a major part to play in this event and that the stent was pushed to its limits. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).